Event description:
It was reported that the target lesion was in the left anterior descending artery. The vessel diameter is 3.0 mm and the lesion length is 15 mm. The vessel was mildly tortuous, mildly calcified, concentric, de novo, with a 90% stenosis. After a non-abbott guide wire crossed, the 3.0x12 mm nc trek was advanced to the lesion; however, when inflated at 18 atmospheres for 5 seconds, the balloon ruptured. After retraction of the device from the patient, a pinhole rupture was confirmed. A new 3.0x8 mm nc trek was used to predilatate the lesion and a non-abbott stent was deployed to complete the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide cath: heartrail jl4.0. Evaluation summary: analysis of the nc trek catheter noted blood visible in the guide wire lumen and on the shaft and contrast in the inflation lumen, consistent with preparation and the catheter advanced into the patient anatomy. The balloon was loosely folded. There were two kinks in the hypotube 36 cm proximal to the guide wire exit notch and 10 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported balloon rupture. A new indeflator was filled with water and was used in attempt to inflate the balloon to the rated burst pressure (rbp), when fluid was observed to be coming out from a pinhole in the balloon 3 mm distal to the proximal balloon marker, for a length of 0.5 mm, confirming the reported rupture. There were no scratches found. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Scanning electron microscopy analysis noted the balloon failure may be attributed to mechanical damage to the outer surface. Mechanical damage was found at and around the leak edges on the outer surface. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was mildly calcified which likely contributed to the reported difficulties. It is likely that the balloon material was damaged (scratched) during interactions with accessory devices, or the calcified lesion such that the balloon ruptured upon the first inflation at the rbp. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.